Event description:
It was reported that cartridge alarm repeatedly occurred and prevented normal pump use, including during attempts to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer attempted to resolve issue with guidance from technical support by loading new cartridge using proper technique but alarm recurred, so customer transitioned to multiple daily injections as backup therapy, and technical support arranged replacement pump, provided instructions for storage mode, reprogramming settings, reconnecting continuous glucose monitor, and returning problematic pump using pre-paid label.